Manufacturer narrative:
The reference (B)(4) has been allocated to the case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was confirmed as available for return; however, despite being requested for return, has not been received by rayner for evaluation. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received from the healthcare facility identifies that the surgeon experienced resistance during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens in this case is a deviation from the IFU and a likely contributory/causative factor of the lens optic damage following injection into the eye.

Event description:
On 1st august 2025, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that the lens optic was cracked immediately following implantation into the eye necessitating lens explantation and exchange.